Event description:
Dexcom g7 reading 89. I fell down. Felt weird. I dint normally feel low blood sugar unless I pass out. That's why I have it. Meter confirmed blood sugar was 53. I would have been at 34 before it adjusted me of a low (70) due to incorrect reading. I calibrated this yesterday. They claim they're is no need but I did anyway and stop could have died for had brain damage or seizures from severe hypoglycemia due to it not catching hypoglycemia as intended. Meter result. Dexcom g7 said 89. Calibration dropped dexcom reading to 59 but was way off and dangerous.